Event description:
Seven days post implant of lvad pt +pe, pt hypercoagulable state, labs drawn and came back negative. Seven days later power spikes occurred and echo showed clot in inflow cannula. Pump exchange performed.this facility has seen multiple problems with this device over the last year.device #1is this a laboratory device or laboratory test?no.